Manufacturer narrative:
(B)(4). Service engineer inspected the device and replaced the o2 sensor assembly.

Event description:
It was reported that the ventilator oxygen (o2) sensor alarmed and failed calibration. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.